Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned as it had exhibited high thresholds and impedances greater than 3000 ohms. No adverse patient effects were reported.